Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, stenosis, bleeding, sob (shortness of breath), blood clots, discomfort, pain, constant fatigue, inability to participate in physical activities, fear, loss of consortium, and difficulty completing strenuous activity.the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported bleeding, sob (shortness of breath), blood clots, discomfort, pain, constant fatigue, inability to participate in physical activities, fear, loss of consortium, and difficulty completing strenuous activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to gastric bypass surgery. Patient is alleging vena cava perforation and bleeding. The patient is further alleging shortness of breath, blood clots, discomfort, pain, constant fatigue, inability to participate in physical activities, fear of filter migration, loss of consortium, and difficulty completing strenuous activities. A filter retrieval was reportedly performed on (B)(6) 2017 due to aortic perforation and ivc (inferior vena cava) stenosis. Per a report from CT (computed tomography), "a retrievable-type inferior vena cava filter is identified with its apex at the superior margin of the renal veins. There is no significant tilting of the ivc filter. There is evidence of perforation of the most medially-located strut, which appears to tent and is somewhat incorporated into the wall of the abdominal aorta, consistent with a grade 3 perforation (series 4 image 92). A small halo of retroperitoneal fat is identified surrounding the lateral and posterior struts; this is suggestive of a grade 2 perforation. A complete halo of retroperitoneal fat is not visualized surrounding the anterior strut; this may suggest tenting of the cava wall/ grade 1 perforation. There is short segment mild narrowing of the inferior vena cava immediately inferior to its intrahepatic segment; the diameter of the cava at this short segment narrowing measures approximately 1.7 cm. The intrahepatic ivc measures approximately 2.2 cm in diameter. The diameter of the ivc distally measures approximately 2.1 cm." Per a successful retrieval report, "right femoral access initially gained and a pigtail catheter was advanced into the abdominal aorta. An aortogram was performed. Right internal jugular access gained with 16 fr sheath and forceps assisted removal performed. Filter appeared intact." Per a report from CT, "there is been interval removal of the celect ivc filter." "Again is noted an apparent severe stenosis with tortuosity of the suprarenal ivc. There is no evidence of venous thrombosis on this current study." "The ivc and aorta are unremarkable where the filter previously sit."

Manufacturer narrative:
Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.